Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The device was returned to the svc ctr by the customer contact for an update/recertification. No add'l info was provided. However, during verification testing at the svc ctr leakage was noted from the disposable batteries in the battery compartment of the device.